Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe stop cutting; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. (B)(4).

Event description:
A surgeon reported a cutter stopped cutting during a procedure. After many trials of repriming, the pack was changed and the remainder of the procedure was completed. The surgeon indicated the device did not cause or contribute to a serious patient injury. The sample was not retained. Additional information was requested; however, none has been received to date.